Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo expandable biliary stent was returned for evaluation. On the visual evaluation, the stent was noted to be dislodged proximally on the balloon. Further, the stent was noted to be deformed at the distal end. No other anomalies were noted, and no functional testing was performed due to the nature of the complaint and the condition of the device returned. As the return sample evaluation confirms, the stent was noted to be dislodged and deformed during the visual examination and no functional testing was performed. The investigation is confirmed for identified stent dislodgement and deformation. However, the investigation remains inconclusive for the reported sheath insertion failure. A definitive root cause for the identified stent dislodgement, deformation and reported sheath insertion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly would not pass through the sheath. The procedure was completed using another device. There was no reported patient injury.